Manufacturer narrative:
There was no unexpected scrolling ramping of numbers noted during testing. There was intermittent button response on the act button due to moisture damage on keypad traces noted. There were minor scratches on the lcd window and cracked lcd window noted. There was also cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the screen has several chips on it, and the buttons are starting to stick. The customer's blood glucose level at the time of incident was 180mg/dl. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.